Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male in the e-select registry experienced a dissection during implantation of a cypher select stent. Dissection is a potential adverse event associated with coronary artery stenting. During the index procedure, a total of 4 cypher stents were placed. The use of more than 2 cypher stents has not received adequate evaluation in the clinical studies and will result in the patient receiving higher dose of the drug. Two lesions were treated in the index procedure. The 1st site was the bifurcation of the proximal lad and 1st diagonal. The lesion was described as type c: moderately tortuous and calcified. Cypher is indicated for use in lesions judged amenable to complete inflation of an angioplasty balloon. The safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. One 3.0/33mm stent was implanted in the lad followed by a 2.5/18mm stent in the sidebranch using a crush technique. This resulted in a type a (non-occlusive) dissection distal to the 2nd stent. Implantation of a 3rd stent (2.25/18mm) successfully sealed the dissection. Final kissing balloons and ivus were used to complete apposition. Efforts then moved to the 2nd lesion in mid-lad, which was stented with the 4th cypher stent (2.75/18mm); no complications were reported with this deployment and timi iii flow was maintained throughout the lad. Post-procedural troponin (6-24 hours) was recorded as less than 2 times above the upper normal limits; no further treatment was warranted and the patient was discharged without further incident on asa and plavix. The product could not be returned for evaluation; it remains implanted. A review of the manufacturing records indicated that the product met quality requirements for product acceptance. Review of the available information suggests that vessel/lesion characteristics (acc defined complex lesion) may have contributed to the event.

Event description:
The patient was admitted with silent ischemia in 2007. The patient had a bifurcated lesion in the proximal left anterior descending branch and first diagonal. The lesion had 90% stenosis and was type c de novo, bifurcated, irregular, tortuous, eccentric, moderately calcified. The lesion was 30mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated. Then a 3.0 x 33mm cypher select plus stent was implanted at 16atm in the proximal left anterior descending branch and a 2.5 x 18mm cypher select plus stent was implanted at 14atm in the first diagonal. A non-occlusive type a dissection was noted in the first diagonal distal to the first stent. A 2.25 x 18mm cypher select plus stent was implanted at 18atm overlapping the other stent in the first diagonal to treat the dissection. It was also noted that the patient's troponin was less than 2 times above the upper normal level 6-24 hours post procedure. The patient also had a lesion in the mid left anterior descending branch. The lesion had 80% stenosis and was type b2, de novo, irregular, tortuous, eccentric and moderately calcified. The lesion was 15mm in length and the vessel was 2.75mm in diameter. A 2.75 x 18mm cypher select plus stent was implanted at 16atm to treat the lesion. The patient's medication include the following: aspirin (pre, intra and post procedure), statins (pre and post procedure), beta-blockers (pre and post procedure), clopidogrel (intra and post procedure), heparin (intra procedure) and ace inhibitors (post procedure).